Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12612. Note: the pt received 4 leads, 2 of each model number. Note the leads were placed occipital and supraorbital (off label use). It was reported the pt has an open wound at the lead site. It is unk which lead site has the issue, therefore both lead lots are being reported. Follow-revealed the pt is seeing a local physician who plans to place a wound vac at the lead site.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.